Event description:
Healthcare professional reported "breast implant with anechoic content, radial folds, associated with reduced mobility of the compressor, patient is in a lot of pain, cystic-looking, oval, anechoic, no significant amount of peri-implant fluid was observed and capsular contracture. This record is for the left side. Device remains implanted. It is unknown if the device will be returned.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.